Event description:
Baxter received 9 pump heads from the hosp biomedical dept on 6/20/2005. All pumpheads received failed the accuracy test outlined in the service manual during hosp's annual preventative maintenance check. All pumpheads were found to be inaccurate during pm testing, not in use on a pt. There were no reported injuries associated with the underinfusion results.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.